Manufacturer narrative:
The reported issue of a lvp keypad ¿unresponsive¿ is confirmed based on the field action. No further complaint investigation is necessary. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. No patient involvement.

Event description:
It was reported keypad issues. Retro: keypad issues. Kp06 - keypad- unresponsive key. No patient involvement.

Manufacturer narrative:
The reported issue of a lvp keypad ¿unresponsive¿ is confirmed based on the field action. No further complaint investigation is necessary. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. No patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported keypad issues. Retro keypad issues. Kp06 - keypad- unresponsive key. No patient involvement.